Manufacturer narrative:
Unit received with scratched display window cover, severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to lock reservoir tube and perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the plastic guard was missing. Customer cannot recall the blood glucose reading. Troubleshoot was performed. The location of the ring damage was from the top of the reservoir compartment. Insulin pump will be returning for analysis.